Manufacturer narrative:
(B)(4). The part number was not provided. The device was not returned for evaluation.

Event description:
The customer noticed the battery low light is on all the time even though the 9volt battery is fine on the unit. Carefusion technical support specialist in conjunction with the end user have identified that a possible faulty alarm board, a replacement alarm board was issued. No further details were received regarding this event.